Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was displaying an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue started on (B)(6) 2017, at 6.40 pm. He stated that he manages his diabetes with ¿shots (other than insulin), and reports in response to the alleged meter issue, he consumed less food and drink. The patient alleges that 30 minutes after the meter issue started he developed the symptom of ¿shakiness¿, he denied receiving any treatment in response to the alleged symptom. During troubleshooting, it was established that the patient¿s meter was not being used for the first time, and the sample had been taken from an approved sample site. The products were requested back for evaluation and replacement products were sent to the patient and the patient was using the correct test strips. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been further evaluated by lifescan product analysis with the following findings: when the meter was evaluated in the laboratory, an error 2 was displayed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.